Event description:
Intraoperatively, numberous adhesions were noted and the atrium and ventricles were completely "socked in". No identifiable planes could be found. The valve was severely encased with pannus formation and the pivot guards were encased by pannus. The valve was explanted and replaced with a 21aj-501.